Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. Eval confirmed reported symptom of "se 105" caused by partially dislodged q20 from I/o pcb. The effected I/o pcb was replaced.

Event description:
It was reported that a device experienced a system error 105. There was no pt incident reported.